Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the trephine broke into two (2) pieces while the surgeon was attempting to obtain a bone dowel during a surgical procedure. The surgeon was using the bone graft harvesting set. All pieces of the broken device were retrieved and the procedure was completed successfully with another size trephine. A fifteen (15) minute delay was noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: january 24, 2014. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.